Event description:
It was reported that the right atrial lead had high impedance and oversensing. It was also reported that the right ventricular lead had low impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism. (B)(4): the distal segment of the lead was returned, analyzed and the inner insulation was breached - metal induced oxidation. It was noted that the inner and outer insulation had cosmetic metal induced oxidation.